Manufacturer narrative:
(B)(4). Correction - device was not returned. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other 3.0x8 rx vision and the 3.5x23 rx vision referenced is being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending artery with heavy calcification. Two 3x8mm vision rx coronary stent systems (css) and a 3.5x23mm rx vision css were advanced individually toward the target lesion. No resistance was noted during advancement for all three devices. No resistance was noted during withdrawal for all three devices. The proximal shaft separated on all three devices. A 3.5x23mm multi-link stent and a 3x23mm multi-link stent were used to successfully treat the lesion. Although there was a clinically significant delay in the procedure reported, there was no adverse patient effect. No additional information was provided.